Manufacturer narrative:
B5, h2, h6, h10 updated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the existing device was removed and a new aus was implanted. During the procedure it was noted that the tubing to the balloon was torn. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided. It was further reported that the patient experience recurring incontinence leading to the procedure. The tubing tear was suspected to be caused by pelvic pressure due to heavy lifting. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the existing device was removed and a new aus was implanted. During the procedure it was noted that the tubing to the balloon was torn. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.